Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure, a diameter 2.5mm drill bit was found broken. A 1.6cm broken tip was found in-situ at the operation site (left leg) intra-osseously; as evidenced by continuously x-ray screening. The surgeon decided not to remove the broken tip. This report is for one (1) 2.5mm drill bit/qc/gold/110mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the returned drill bit is broken off. The broken part is not returned for further evaluation. The visual inspection of the drill bit has shown that the golden coating of the shaft surface is faded as well as some white residue at the flute / broken surface are visible. Is confirmed as the the drill bit is broken off. This production lot (2617281) was manufactured in january 2010 according to the specification. The parts conformed to dimensional specifications / hardness parameters at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition. Based on these findings, the age and the very used condition as well as especially dull cutting parts of the device a manufacturing related issue can be excluded. We have to assume that an excessive metallic contact or an high lateral direction caused the damage of the drill bit. Wear and tear may also have played a certain role. In this relation, we would like to point out that further hints concerning the limits of reprocessing (e.g. End of life of a device) can be found in the important information leaflet end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 310.250, lot number: 2617281, manufacturing site: bettlach, release to warehouse date: 24. June 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.